Event description:
Agfa submitted MDR report # 1225058-2010-00001 to the FDA on june 7, 2010 for a customer in the us. A 6th occurrence is being reported for the same issue/same device: impax cv results management administration tool (rmat). It was discovered and reported by a agfa customer support engineer (cse) that the rmat ¿super user¿ functionality was enabled and visible to the end-user. There is no indication it was used by the customer to make modifications and there was no impact to the production system. The ¿super user¿ functionality was disabled on both web nodes in the cluster on (B)(6) 2013 by agfa support. No further action is required for this site. There has been no impact or harm to patients. A reportable correction is underway for this issue and has been reported to the FDA. (B)(4) .